Event description:
Patient 3 of 3: the physician informed baxter that there was a case of enteroanastomosis involving adept which had failed. The patient has cancer. Occurrence date and lot number are unknown. The physician reported that this occurred in three (3) patients. This is one of the three reports.

Manufacturer narrative:
(B)(4). A labeling review was performed and identified the adept instructions for use (IFU) cautions against the use of adept in procedures involving bowel resection or repair. The manufacturing facility conclusively determined the root cause was due to customer's misuse of the product and that no further investigation is necessary since the sample is not available. Baxter south korea followed up with the reporter and reviewed the IFU regarding appropriate use of the product. The complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in the adept instructions for use the user is cautioned (precautions) against the use of adept in procedures involving bowel resection or repair. Anastomotic failure, ileus and peritonitis following procedures involving bowel resection or repair and instillation of adept have been reported from clinical experience. The reported adverse outcome is not unexpected and the result of a use against which the user is cautioned of. Documented review of the adept instructions for use with the reporter (surgeon), with special emphasize on the precaution to use adept in enteroanastomoses is recommended. A follow-up report will be submitted upon the review of the instructions for use with the surgeon.